Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit console was not inserted properly I cart and after properly inserting the console in card battery was confirmed to charge. A getinge field service engineer (fse) stated that the customer cancelled service request. No patient involvement. H3 other text: customer cancelled service request.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) one of the batteries isn't charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) one of the batteries isn't charging. There was no patient involvement.